Event description:
It was reported that the customer received a motor error alarm and a no delivery alarm four to five times. The customer's blood glucose level was 100 mg/dl. The customer stated that the motor error alarm occurred at the end of a bolus and after a low battery alarm. The customer also stated that the no delivery alarms randomly occurred during basal delivery. Troubleshooting for the motor error alarm was done. The customer was able to complete the rewind sequence. Troubleshooting for the no delivery alarm was not possible due to past event. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window and a cracked belt clip slot.